Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty insulated gate bi-polar transistor on the bridge board. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.